Event description:
The screw not hanging on to the end of the screwdriver blade long enough. They're falling off before implanting. Screw fell into the pt, was retrieved, but time consuming.

Manufacturer narrative:
The actual device is not available to stryker for investigation. It's implanted in pt.